Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during fill tubing. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 246 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that they went through an airport metal detector and body scanner when asked if the insulin pump was exposed to high magnetic field. The customer also reported receiving a motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents and motor position encoder error alarm due to motor error alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.